Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to pain. Femoral stem was grossly loose. The metal liner was not appropriately seated. After review of medical record, patient was revised to address failed right hip replacement. Revision notes stated that small blush of fluid was noted. Stem, head, and liner were removed. Patient was 1.5 inches short on the right hip due to loosening. Added metal head to this complaint. Added medical history lawfirm, lawyer and corrected patient identifier. Doi: (B)(6) 2003; dor: (B)(6) 2016 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative; added: h5.